Event description:
It was reported that bluetooth setting on pump was grayed out and pump displayed cgm error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed that cgm error did not reappear after reset, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.